Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: tubes are used in a research project that has been going for a while. During the autumn they started having problems with separation during centrifugation. Bloods are taken from patients on hypertension treatment (two or more meds). Tubes then stand for 30-60 min before centrifugation. Tubes are centrifuged (hettich rotina 420r) 1500-2000g 10-15 min. After centrifugation some tubes do not separate correctly. They have also tried to use blood from healthy donors, they still see the same problem. Other tubes (not this product) in the same run in the centrifuge have no problems.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis and red cell hang up was observed. The bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The IFU for this tube type indicates that the tube must be allowed to clot for a minimum of 60 minutes before centrifugation to allow proper clot formation. The customer has indicated a clot time between 30 and 60 minutes. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis and red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode. 5 retain samples were sent for clinical evaluation and no problems were found. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: tubes are used in a research project that has been going for a while. During the autumn they started having problems with separation during centrifugation. Bloods are taken from patients on hypertension treatment (two or more meds). Tubes then stand for 30-60 min before centrifugation. Tubes are centrifuged (hettich rotina 420r) 1500-2000g 10-15 min. After centrifugation some tubes do not separate correctly. They have also tried to use blood from healthy donors, they still see the same problem. Other tubes (not this product) in the same run in the centrifuge have no problems.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: tubes are used in a research project that has been going for a while. During the autumn they started having problems with separation during centrifugation. Bloods are taken from patients on hypertension treatment (two or more meds). Tubes then stand for 30-60 min before centrifugation. Tubes are centrifuged (hettich rotina 420r) 1500-2000g 10-15 min. After centrifugation some tubes do not separate correctly. They have also tried to use blood from healthy donors, they still see the same problem. Other tubes (not this product) in the same run in the centrifuge have no problems.